Event description:
It was reported that the patient¿s ilet had trouble pairing with a freestyle libre 3 plus sensor, with pairing failures occurring, and the issue was resolved after guided troubleshooting that included a bluetooth toggle procedure and re-pairing, after which glucose readings were received on the ilet. No adverse clinical symptoms reported. Outcomes included no alerts or alarms and no clinical impact. User support included technical troubleshooting and user education. Investigation of this case revealed a resolved communication pairing failure between the ilet and the cgm, with successful re-establishment of bluetooth connectivity following standard procedures. It was concluded, based on previously established findings for similar reports, that the cause was user interaction and connection setup factors leading to a transient communication issue.